Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the implant procedure, the right atrial lead exhibited low sensing. A new lead was used to complete the procedure. Patient condition was stable.

Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. As received, a complete lead was returned in one piece with all tines intact. Analysis was normal. No anomalies were found.